Manufacturer narrative:
Corrections to d4: UDI number and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed the tips have fractured off all three returned devices. Potential cause the root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces applied during use or the use of the driver as a removal tool. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that three polaris 5.5 drivers broke intra-op while removing previously-implanted screws during a procedure to extend the construct an additional level. The tips were retrieved. There were no reported patient impacts. This is report two of three for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2021-00347 through 3012447612-2021-00349.

Event description:
It was reported that three polaris 5.5 drivers broke intra-op while removing previously-implanted screws during a procedure to extend the construct an additional level. The tips were retrieved. There were no reported patient impacts. This is report two of three for this event.